Manufacturer narrative:
(B)(4). The literature article was found during a recent post-market surveillance review (pms) of this device. The citation is as follow: ¿stent-assisted coiling of cerebral aneurysms: a single-center clinical and angiographic analysis¿ wang j, vargas j, spiotta a, et al. J neurointervent surg 2017; 0: 1-6. Doi: 10. 1136/neurointsurg-2017-013272. Due to the nature of the complaint, the devices were not returned for analyses nor were the sterile lot numbers provided in order to conduct lot history reviews. This MDR report is being submitted for multiple patients (quantity of 4 - stroke) with no patient demographics or device specifics. This report is related to manufacturer report numbers 1226348-2018-00554 and 1226348-2018-00555. [Complaint conclusion]: the events were captured in the literature publication ¿stent-assisted coiling of cerebral aneurysms: a single-center clinical and angiographic analysis¿ wang j, vargas j, spiotta a, et al. J neurointervent surg 2017; 0: 1-6. Doi: 10. 1136/neurointsurg-2017-013272. The purpose of the study was to retrospectively compare the clinical and angiographic outcomes of two hundred forty-three cerebral aneurysms from 229 patients treated with stent-assisted endovascular coiling between march 2009 and february 2016, using three types of self-expanding nitinol stents neuroform (neu; stryker), enterprise (ep, codman & shurtleff), and low-profile visualized intraluminal support (lvis/lvis jr; microvention). Aneurysm sizes were classified as small (= 5 mm), medium (> 5 to < 15 mm), large (= 15 to < 25 mm), and giant aneurysms (= 25 mm). An aneurysm was considered to have a wide neck if the neck size was > 4 mm and/or if the dome-to-neck ratio was < 2. There was no device specific information provided in the article, including device catalog and lot number. To ensure that patients were appropriately inhibited prior to stent deployment, platelet inhibition studies were performed periprocedurally to ensure that the patient was an aspirin and clopidogrel responder. Patients with unruptured aneurysms were medicated with dual antiplatelet medications therapy (650 mg aspirin and 600 mg clopidogrel) the night before the procedure. If a patient is a non-responder to aspirin and clopidogrel, he or she was loaded with an appropriate weight-based dose of abciximab (0.25 mg/kg) and ticagrelor. Patients with ruptured aneurysms were loaded with an appropriate weight-based dose of abciximab (0.25 mg/kg) at the time of stent deployment followed by 325 mg aspirin and 600 mg clopidogrel immediately after the procedure. All patients received intra-procedural heparin to maintain an activated clotting time (act) level elevated to 2-3 times the baseline value. All patients were subsequently treated with clopidogrel 75 mg and aspirin 325 mg daily for at least 3 months followed by aspirin indefinitely. Four main techniques were used at the study institution: ¿jailing¿, ¿coil-through, ¿coil-stent¿, and ¿balloon-stent.¿ the majority (89.7 %, 218/243) of the aneurysms treated by stent-assisted coiling used a single stent configuration. The ¿jailing¿ technique was employed in 16% (39/243) aneurysms, the ¿coil-through¿ technique was used in 47.7% (116/243), the ¿coil-stent¿ technique was used in 14.8% (36/243) and the ¿balloon-stent¿ was used in 21.5% (52/243). Other stent configurations, including the y configuration and telescope configuration were used to treat unusual aneurysms. Complications included procedure-related and intra-procedural rupture of the aneurysm or parent artery and stent-related thrombosis. All complications were analyzed for association with aneurysm size and morphology, aneurysm location, stent type, stent techniques, and stent configurations. Immediate post-embolization angiogram and follow-up were studied to assess the degree of aneurysm occlusion by the raymond-roy grade scale (rrgs), in which I: complete occlusion; ii: neck remnant; iii: residual sac. Recurrence refers to any further filling if the aneurysm neck or sac over time. Post-procedural clinical outcomes at discharge and follow-up at least 6-months after were evaluated using the modified rankin scale (mrs). Stroke complications were categorized as major if the mrs score was = 2 and minor if the mrs score was < 2. Of the 243 aneurysms in 229 patients, there were 61 aneurysms in 58 patients that belonged in the enterprise (ep) group. The average age of the participants was 57.97 (range 28-80 years); 26.2% were male. Of the 243 aneurysms, 203 were wide-necked, 180 aneurysms (74.1%) were in the anterior circulation, 107 (44%) were small, 127 (52.3%) were medium, 7 (2.9%) were large, and 2 (0.8%) were giant. Digital subtraction angiography (dsa) follow-up was available in 189 patients with 208 aneurysms. This gives a follow-up rate of 82.5% (189/229) of patients and 85.6% (208/243) of aneurysms. The mean duration of imaging follow-up was 15.9 months with the range of 6 months to 6 years; 143 aneurysms and 42 aneurysms had at least 1 year and 2 years of dsa follow-up. The immediate post-embolization angiograms showed that 141 of 243 aneurysms (58.0%) achieved complete occlusion (rrgs I). Neck remnants (rrgs ii) persisted in 53 (21.8%) and residual sac (rrgs iii) was observed in 51 (21.0%). Dsa imaging follow-up of the 48 aneurysms for the ep group showed the lowest rate of complete occlusion (rrgs I: 72.9%, 35/48). Nineteen aneurysms showed recurrence on follow-up angiograms of 208 aneurysms, of which 14.6% (7/48) were in the ep group. Of the 19 aneurysms, 15 were stable while 4 showed coil compactions or sac enlargement and were retreated for an overall retreatment rate of 1.9% (4/208 aneurysms). There were 17 intra-procedural complications seen in 229 patients (7.4%) and 15 post-procedural complications in 198 patients at follow-up (7.6%). There was an association between stent type and procedure-related complications and post-procedural complications. The ep stent group had a higher proportion of post-procedural complications. There were four patients who experienced a stroke at the mean angiographic follow-up of approximately 15.9 months for the ep group. This finding has recently been attributed to poor wall apposition related to device design and deployment technique. In this study, 35 of the 61 aneurysms (57.4%) achieved initial complete occlusion (rrgs I). Dsa follow-up of 48 aneurysms showed rrgs I in 35 (72.9%) in the ep group. The study data suggest progressively favorable occlusion rates after stent-assisted coiling with the ep stent despite only 10% metal surface coverage. There were 7/48 (14.6%) recurrence aneurysms in the ep group, which was higher than in other groups, but this observation may be related to the higher initial rrgs iii in the ep group. Some limitations of the study were as following: first, the study did not take into consideration the effect of coil packing density which may contribute to the rates of aneurysm occlusion and recurrence. Second, because thrombotic events were the major intra-procedural complication, platelet function tests or thrombocyte inhibition levels should be used to adjust the protocol of antiplatelet therapy. Platelet function studies were not part of the clinical practice during the period of this study. The study concluded that all three types of stent were safe, feasible, effective, and reliable options for stent-assisted coiling of wide-necked or complex intracranial aneurysms. No further information was provided. The enterprise stents remained implanted and are thus not available to be returned for evaluation. Additionally, the sterile lot numbers are not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Thrombosis, stroke, and stenosis are known potential complications associated with the enterprise stent and cerebral stenting procedures. Based on the minimal information provided in the literature article, it is not possible to determine the root cause of the events. The publication inferred that these events may have been attributed to poor wall apposition related to device design and deployment technique. The poor wall apposition may have been related to procedural/deployment factors and/or aneurysm/vessel characteristics, preventing the device from adequately adhering to the vessel wall. Multiple factors may have contributed to the strokes, including the thrombosis/occlusion of the stent or vascular issues such as stenosis or vasospasm. Stent thrombosis/occlusion may have been associated with patient compliance with the anti-platelet regimen or coil compaction that would have allowed thrombus to form in the aneurysm. Platelet function studies were not part of the clinical practice during the period of the study. The study concluded that platelet function tests or thrombocyte inhibition levels should be used to adjust the protocol of antiplatelet therapy. The stenoses are considered MDR reportable as the stenoses occurred within the stent itself. In addition, the outcome and the severity of the stenoses could not be determined and it was not reported whether treatment was provided to preclude serious injury or death. The events of in-stent thrombosis and stroke are life-threatening and may have resulted in a serious deterioration in the state of health of the patient or required intervention to prevent permanent injury, and the relationship of the events to the device or procedure cannot be excluded. Thus, the events meet the criteria for MDR reportability as a serious injury. The file will be re-reviewed if additional information is received at a later date. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission.  The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.  [(B)(4)].

Event description:
The events were captured in the literature publication ¿stent-assisted coiling of cerebral aneurysms: a single-center clinical and angiographic analysis¿ wang j, vargas j, spiotta a, et al. J neurointervent surg 2017; 0: 1-6. Doi: 10. 1136/neurointsurg-2017-013272. The purpose of the study was to retrospectively compare the clinical and angiographic outcomes of two hundred forty-three cerebral aneurysms from 229 patients treated with stent-assisted endovascular coiling between march 2009 and february 2016, using three types of self-expanding nitinol stents neuroform (neu; stryker), enterprise (ep, codman & shurtleff), and low-profile visualized intraluminal support (lvis/lvis jr; microvention). Aneurysm sizes were classified as small (= 5 mm), medium (> 5 to < 15 mm), large (= 15 to < 25 mm), and giant aneurysms (= 25 mm). An aneurysm was considered to have a wide neck if the neck size was > 4 mm and/or if the dome-to-neck ratio was < 2. There was no device specific information provided in the article, including device catalog and lot number. To ensure that patients were appropriately inhibited prior to stent deployment, platelet inhibition studies were performed periprocedurally to ensure that the patient was an aspirin and clopidogrel responder. Patients with unruptured aneurysms were medicated with dual antiplatelet medications therapy (650 mg aspirin and 600 mg clopidogrel) the night before the procedure. If a patient is a non-responder to aspirin and clopidogrel, he or she was loaded with an appropriate weight-based dose of abciximab (0.25 mg/kg) and ticagrelor. Patients with ruptured aneurysms were loaded with an appropriate weight-based dose of abciximab (0.25 mg/kg) at the time of stent deployment followed by 325 mg aspirin and 600 mg clopidogrel immediately after the procedure. All patients received intra-procedural heparin to maintain an activated clotting time (act) level elevated to 2-3 times the baseline value. All patients were subsequently treated with clopidogrel 75 mg and aspirin 325 mg daily for at least 3 months followed by aspirin indefinitely. Four main techniques were used at the study institution: ¿jailing¿, ¿coil-through, ¿coil-stent¿, and ¿balloon-stent.¿ the majority (89.7 %, 218/243) of the aneurysms treated by stent-assisted coiling used a single stent configuration. The ¿jailing¿ technique was employed in 16% (39/243) aneurysms, the ¿coil-through¿ technique was used in 47.7% (116/243), the ¿coil-stent¿ technique was used in 14.8% (36/243) and the ¿balloon-stent¿ was used in 21.5% (52/243). Other stent configurations, including the y configuration and telescope configuration were used to treat unusual aneurysms. Complications included procedure-related and intra-procedural rupture of the aneurysm or parent artery and stent-related thrombosis. All complications were analyzed for association with aneurysm size and morphology, aneurysm location, stent type, stent techniques, and stent configurations. Immediate post-embolization angiogram and follow-up were studied to assess the degree of aneurysm occlusion by the raymond-roy grade scale (rrgs), in which I: complete occlusion; ii: neck remnant; iii: residual sac. Recurrence refers to any further filling if the aneurysm neck or sac over time. Post-procedural clinical outcomes at discharge and follow-up at least 6-months after were evaluated using the modified rankin scale (mrs). Stroke complications were categorized as major if the mrs score was = 2 and minor if the mrs score was < 2. Of the 243 aneurysms in 229 patients, there were 61 aneurysms in 58 patients that belonged in the enterprise (ep) group. The average age of the participants was 57.97 (range 28-80 years); 26.2% were male. Of the 243 aneurysms, 203 were wide-necked, 180 aneurysms (74.1%) were in the anterior circulation, 107 (44%) were small, 127 (52.3%) were medium, 7 (2.9%) were large, and 2 (0.8%) were giant. Digital subtraction angiography (dsa) follow-up was available in 189 patients with 208 aneurysms. This gives a follow-up rate of 82.5% (189/229) of patients and 85.6% (208/243) of aneurysms. The mean duration of imaging follow-up was 15.9 months with the range of 6 months to 6 years; 143 aneurysms and 42 aneurysms had at least 1 year and 2 years of dsa follow-up. The immediate post-embolization angiograms showed that 141 of 243 aneurysms (58.0%) achieved complete occlusion (rrgs I). Neck remnants (rrgs ii) persisted in 53 (21.8%) and residual sac (rrgs iii) was observed in 51 (21.0%). Dsa imaging follow-up of the 48 aneurysms for the ep group showed the lowest rate of complete occlusion (rrgs I: 72.9%, 35/48). Nineteen aneurysms showed recurrence on follow-up angiograms of 208 aneurysms, of which 14.6% (7/48) were in the ep group. Of the 19 aneurysms, 15 were stable while 4 showed coil compactions or sac enlargement and were retreated for an overall retreatment rate of 1.9% (4/208 aneurysms). There were 17 intra-procedural complications seen in 229 patients (7.4%) and 15 post-procedural complications in 198 patients at follow-up (7.6%). There was an association between stent type and procedure-related complications and post-procedural complications. The ep stent group had a higher proportion of post-procedural complications. There were four patients who experienced a stroke at the mean angiographic follow-up of approximately 15.9 months for the ep group. This finding has recently been attributed to poor wall apposition related to device design and deployment technique. In this study, 35 of the 61 aneurysms (57.4%) achieved initial complete occlusion (rrgs I). Dsa follow-up of 48 aneurysms showed rrgs I in 35 (72.9%) in the ep group. The study data suggest progressively favorable occlusion rates after stent-assisted coiling with the ep stent despite only 10% metal surface coverage. There were 7/48 (14.6%) recurrence aneurysms in the ep group, which was higher than in other groups, but this observation may be related to the higher initial rrgs iii in the ep group. Some limitations of the study were as following: first, the study did not take into consideration the effect of coil packing density which may contribute to the rates of aneurysm occlusion and recurrence. Second, because thrombotic events were the major intra-procedural complication, platelet function tests or thrombocyte inhibition levels should be used to adjust the protocol of antiplatelet therapy. Platelet function studies were not part of the clinical practice during the period of this study. The study concluded that all three types of stent were safe, feasible, effective, and reliable options for stent-assisted coiling of wide-necked or complex intracranial aneurysms. No further information was provided.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Additional information was received from the author of the literature publication that included event dates, patient, device information, and patient outcome. This supplemental report is for patient in questionnaire #4. Additional MDR reports will be sent in to capture other patients and patient events. This is one of 10 patient events involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2018-00553, 1226348-2018-00602, 1226348-2018-00603, 1226348-2018-00554, 1226348-2018-00598, 1226348-2018-00599, 1226348-2018-00600, 1226348-2018-00601, 1226348-2018-00555, and 1226348-2018-00597. Complaint conclusion: the event was captured in the literature publication ¿stent-assisted coiling of cerebral aneurysms: a single-center clinical and angiographic analysis¿ wang j, vargas j, spiotta a, et al. J neurointervent surg 2017; 0: 1-6. Doi: 10. 1136/neurointsurg-2017-013272. The purpose of the study was to retrospectively compare the clinical and angiographic outcomes of two hundred forty-three cerebral aneurysms from 229 patients treated with stent-assisted endovascular coiling between march 2009 and february 2016, using three types of self-expanding nitinol stents neuroform (neu; stryker), enterprise (ep, codman & shurtleff), and low-profile visualized intraluminal support (lvis/lvis jr; microvention). Aneurysm sizes were classified as small (= 5 mm), medium (> 5 to < 15 mm), large (= 15 to < 25 mm), and giant aneurysms (= 25 mm). An aneurysm was considered to have a wide neck if the neck size was > 4 mm and/or if the dome-to-neck ratio was < 2. There was no device specific information provided in the article, including device catalog and lot number. The patient in questionnaire #4, a (B)(6) female experienced a stroke on (B)(6) 2010. The patient had undergone stent-assisted endovascular coiling where an enterprise stent (catalog and lot numbers not known) was implanted. The patient had a complex 3 cm internal carotid artery aneurysm that required multiple coils and stents. Per the physician, the stroke event was related to the procedure and not to the device. The patient was reported to have a history of previous strokes from prior clipping attempts and worsening of symptoms from coiling procedure. The stroke event reported resulted in left hemiparesis and the patient underwent rehabilitation as treatment. It was reported that the patient eventually died from other comorbidities and the stroke. Originally, there were four patients who experienced a stroke at the mean angiographic follow-up of approximately 15.9 months for the ep group. However, according to the additional information received, one of the stroke events was reclassified by the reviewing physician as thrombosis. This finding has recently been attributed to poor wall apposition related to device design and deployment technique. In this study, 35 of the 61 aneurysms (57.4%) achieved initial complete occlusion (rrgs I). Dsa follow-up of 48 aneurysms showed rrgs I in 35 (72.9%) in the ep group. The study data suggest progressively favorable occlusion rates after stent-assisted coiling with the ep stent despite only 10% metal surface coverage. There were 7/48 (14.6%) recurrence aneurysms in the ep group, which was higher than in other groups, but this observation may be related to the higher initial rrgs iii in the ep group. Some limitations of the study were as following: first, the study did not take into consideration the effect of coil packing density which may contribute to the rates of aneurysm occlusion and recurrence. Second, because thrombotic events were the major intra-procedural complication, platelet function tests or thrombocyte inhibition levels should be used to adjust the protocol of antiplatelet therapy. Platelet function studies were not part of the clinical practice during the period of this study. The study concluded that all three types of stent were safe, feasible, effective, and reliable options for stent-assisted coiling of wide-necked or complex intracranial aneurysms. No further information was provided. Stroke is a known potential complication associated with the enterprise stent and cerebral stenting procedures. The enterprise vrd is intended for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysms arising from a parent vessel with a diameter of greater than or equal to 2.5mm and greater than or equal to 4mm. Wide neck is defined as having a neck width of greater than or equal to 4mm or a dome-to-neck ration <2. It is also generally contraindicated in patients in whom the angiography demonstrates anatomy is not appropriate for endovascular treatment due to severe intracranial vessel tortuosity. The root cause could not be conclusively determined; however, it is possible that procedural, pharmacological, and patient factors, including the patient¿s complex medical history may have contributed to the stroke. The physician reported that the event was related to the procedure. The stroke is life-threatening and resulted in moderate impairment of a body function or damage to a body structure and the relationship of the event to the device or procedure cannot be excluded. Thus, the event meets the criteria for MDR reporting as a serious injury. There is no evidence to suggest that the patient¿s eventual death was related to the device or procedure. The event was most likely related to other patient comorbidities. Therefore, the patient¿s death will not be captured as a complaint. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. - attachment: [(B)(6) wang j_2018.zip].